Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 6f sheath after an aneurysm repair interventional procedure. Reportedly, the artery was spasming during advancement of the proglide device. Nitroglycerin was given. The device seemed to have gone in too far so the device was pulled back to cease bleedback and was advanced again. The sutures of the proglide ended up suturing the artery closed. The patient was taken to surgery to remove the proglide suture to re-open the artery and repair the vessel. Hemostasis was achieved with surgical suturing. Hospitalization was prolonged. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatments appear to be related to circumstances of the procedure and the patient effects are potential adverse events. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received stating: there was significant impact to the patient due to a reported clinically significant delay in the procedure. No additional information was provided.